Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿tubing does not meet specification/obstruction in tube / kinked tubing¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that the male external catheter was leaking at the base because the patient was using the male external catheter in bed while sleeping with leg bag (a4358) on the leg. The representative stated that the urine could not be drained in this way and was backing up. It was noted that the patient had been using the product for less than 90 days.